Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the screw disassembled from the plate during attempted attachment to the cage intra-operatively. The plate and set screw were removed and replaced with a new plate assembly to complete the procedure without patient impacts.

Manufacturer narrative:
Additional information in: adverse event problem (component codes, type of investigations, findings, conclusions). This follow-up report is being submitted to relay additional information. The complaint is unrefuted for one plate for the failure of disassembly. Medical records were not provided for review. Device evaluation: product was not returned and photos were not provided, so device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during the attempted attachment or other operational factors not detailed in the complaint. DHR review lot number is not known, so DHR could not be reviewed. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported the screw disassembled from the plate during attempted attachment to the cage intra-operatively. The plate and set screw were removed and replaced with a new plate assembly to complete the procedure without patient impacts.